Manufacturer narrative:
An engineering eval of the post-operative x-rays and the returned plate was conducted. The cause of the breakage was likely the result of a long cantilever bending movement at the two inferior locking screw threads of the plate, which was not equally distributed amongst the head screws due to placement and screw length selection, increasing the plates susceptibility to buckling at that location.

Event description:
Revision of an equinoxe fracture plate 8 weeks post-operatively. Pt reported hearing a "pop" during physical therapy.